Event description:
It was reported that the device was used during a laparoscopy procedure, it did not staple and did not lock when reloaded. Another device was used to complete the case without incident. There was no consequence to the pt.